Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a reported peak blood glucose over 400 mg/dl after a meal while using the ilet, with elevated glucose persisting for an estimated six hours before returning to range without backup therapy, alarms, or professional medical intervention. Symptoms included none reported. Outcomes included no extended impairment, no hospitalization, and no medical or surgical intervention. Investigation included complaint review, user interview, and review of device usage and reported event details. Investigation of this case revealed no device malfunction identified and a use-related or physiologic factor could not be excluded. It was concluded that the event was consistent with hyperglycemia of unclear etiology, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.